Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was returned for corrective maintenance, repair. The atrial and ventricle connectors are broken. It was also determined at analysis that the housing and battery drawer are cracked. The device is at end of service life, the epg was scrapped if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for corrective maintenance, repair. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.